Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric procedure. According to the reporter: after the doctor fired the device, the mouth of the device would not open. The instrument was resected from tissue and operative time was reported as a delay of approximately 30 minutes. A small part of the tissue the size of the device jaw was cut off due to the incident.